Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2006, product type: catheter. Product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2006, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-aug-22, information was received from a healthcare professional (hcp), via a manufacturer representative (rep), regarding a patient receiving bupivacaine (10 mg/ml, unknown dose), hydromorphone (10 mg/ml, unknown dose) and an unknown drug (100 mcg/ml, unknown dose) via an implantable pump for an unknown indication for use. The hcp reported intraop difficulty. The rep stated that at a pump replacement today ((B)(6) 2019) for normal battery depletion, the hcp wanted to, but could not aspirate the catheter so a back table prime of 0.3 ml was performed. The rep stated were not aware of the hcp trying to access the catheter access port (cap) to aspirate the catheter and did not know if there was cerebrospinal fluid (csf) backflow when the catheter was disconnected from the pump. The rep stated the existing system was working fine prior to the pump replacement. The rep called to inquire how to determine if there was now a patent system with the new pump and existing catheter. Troubleshooting information was reviewed. The rep would confer with the healthcare professional (hcp). No symptoms reported. On 2019-sep-03, additional information was received from the healthcare professional (hcp). It reported the patient's name and dob. The hcp stated the pump and catheter were connected when the failure to aspirate occurred. The cause of the failure to aspirate was unknown. The patient did not have any symptoms as a result of the event. The new pump was placed and was "functioning and providing relief".